Event description:
Per provider the irc5po2v concentrator is alarming with low 02. Indication is that sieve bed filters (bottom) are not seated properly allowing sieve material to become pulverized and by pass filter. Sieve dust is migrating into the manifold valve and muffler. (B)(4).